Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 24 mmol/l (432 mg/dl) while wearing the pod. The pod reportedly detached from the infusion site arm, resulting in cannula to dislodge. The patient additionally reported an insulin odor at the application site, suggesting insulin leakage during wear, along with ketones and vomiting. As treatment, a new pod was placed.